Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead resulting in anti-tachycardia pacing (atp). The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) event was sensed by the device.